Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and a blank display. The customer¿s blood glucose was 300 mg/dl at the time of incident. Customer stated that the insulin pump buttons were unresponsive when being pressed. Customer stated that the insulin pump could have been exposed to moisture that led to keypad anomaly. Keypad anomaly troubleshooting was performed and unable to confirm if the time is advancing due to blank display and a constant beeping. No blank display and beep anomaly troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
No button error alarm. Unit received with no button response due to j2 button keypad connector unlocked. Unable to perform functional test due to keypad anomaly. Unable to verify audio/vibrate anomaly/absence of alarm due to keypad anomaly. No blank display. Lcd board ok. No unexpected audio/beep anomaly noted. No black patches noted. Unit had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window.